Manufacturer narrative:
Initial information received on (B)(6) 2015. Additional complete case information received on 06/11/2015. Medical advisor was consulted and reviewed case in entirety. Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Patient self tester called alleging discrepant inratio values. (B)(6) 2015 inratio = 3.7; dr's meter = 5.4; 8 1/2 hours between readings. (B)(6) 2015 inratio = 3.4; 2 1/2 hours between dr's meter and repeat inratio. (B)(6) 2015 inratio = 2.8. Patient self tester not questioning results on (B)(6) 2015 - (B)(6) 2015. (B)(6) 2015 inratio = 2.5; coumadin dosage changed to 3 mg. (B)(6) 2015 inratio = 1.9; no coumadin dosage change. (B)(6) 2015 inratio = 2.1; no coumadin dosage change. Patient's therapeutic range 2.5 - 3.5. No reported adverse patient sequela. No additional information provided.